Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the tissue pad melt? (See pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) no. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Unk.

Event description:
It was reported that during a laparoscopy procedure the device got tissue pad detached. It did not fall into the patient. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p9142c. The device was returned with the tissue pad damaged, melted, not all present and a half piece was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.